Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent revision breast reconstruction surgery with a 590cc mentor memorygel breast implant on both sides and experienced bilateral capsular contracture; baker grade unknown. As a result, the patient underwent bilateral explantation and replacement with catalog number shpx595; serial number (B)(4) on the left side, and with catalog number shpx595; serial number (B)(4) on the right side on (B)(6) 2022. This medwatch report is for the patient¿s left-sided device.

Manufacturer narrative:
On may 24, 2022, the mentor failure analysis lab received the device for evaluation. On may 26, 2022, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the smooth uhp 590cc breast implant had a crease/fold on the posterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 31, 2022, mentor became aware that patient's age at the time of event was 65 and date of adverse event was "2/15/2022". Corresponding fields have been updated on this form. This supplemental medwatch report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).